Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One osseotite implant, (oss310) was returned for evaluation. Visual/physical evaluation of the as returned product identified fracture around collar. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product, within specifications. Complaint history review was performed for the reported lot number 247766 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant. Based on the investigation and risk management file review, the most likely root causes determined were patient factors. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). During ongoing investigation it has been identified that the returned product does not correspond with the reported one, therefore product return updated to no. Investigation is still ongoing supplemental report would be submitted when it would be closed.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that the dental implant located in position number #16 failed because it fractured below the neck of the implant. In the per form the doctor reports that the procedure was not concluded by placing another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.